Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1013190. Medical device expiration date: 2022-05-31. Device manufacture date: 2019-08-24. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Adevice evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 7-day ll vlv adpt(stand alone) in lot 1013190 had flow issues, and 1 set in an unspecified lot leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "the patient was under sedation using propofol, midazolam and atracurium in a pathway that was the occluder. Propofol clogged the occluder and the infusion pump did not alarm and the patient was agitated until it was discovered that it was the occluder that was obstructed. He was replaced. Considering that there would be a replacement of the supplier, we are observing recurrences, with one more episode being notified, but not of obstruction, but of overflow."

Manufacturer narrative:
H6: investigation summary: no samples were returned for investigation of complaint reference (B)(4) in which the customer has reported experiencing occlusion when trying to administer propofol, midazolam and atracurium via a 2000e7d smartsite from lot 1013190. Further details relating to the clinical set up and sequence of events prior to the issue occurring were not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation; however, the root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the production records for lot 1013190 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, a definitive root cause of the customer's experience could not be determined; no samples were received for investigation of complaint reference (B)(4) - (B)(4) in which the customer has indicated that they experienced an "overflow" from a 2000e7d smartsite component. Further information pertaining to the exact nature of the reported event, including the clinical set up, the sequence of events prior to the event occurring and the lot number of the affected 2000e7d product was not provided. The details of this feedback were forwarded to the manufacturing site. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.

Event description:
It was reported that 1 7-day ll vlv adpt(stand alone) in lot 1013190 had flow issues, and 1 set in an unspecified lot leaked during use. The following information was provided by the initial reporter, translated from portuguese to english: "the patient was under sedation using propofol, midazolam and atracurium in a pathway that was the occluder. Propofol clogged the occluder and the infusion pump did not alarm and the patient was agitated until it was discovered that it was the occluder that was obstructed. He was replaced. Considering that there would be a replacement of the supplier, we are observing recurrences, with one more episode being notified, but not of obstruction, but of overflow."